Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has a grapefruit-sized area of heat damage in the center of the heater tray. The area appears melted and warped which has been there for months and appeared gradually over time. A please wait for solution to cool down message was displayed 6-7 times in the last month during various fills. The patient was connected during the incidents. Solution bags were stored in a laundry room at the same temperature as the room the cycler was in, however the cycler was not near a heating source. The patient was advised to continue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, patient confirmed the reported event and that the message was presented in fill and drain cycles of treatment. The patient reported that there was no burning smell, smoke, spark, flame, or arcing observed, however the heat damage showed signs of melting. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The old cycler is available to be picked up and returned.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed signs of physical damage. The heater tray paint is cracked and the metal is showing. A simulated therapy with reduced dwell times was initiated and completed on the cycler without complication. The cycler underwent hi pot, system air leak, voltage check, temperature, temperature calibration check, and heater testing and was found to meet product specifications. A safety analyzer test was also performed and the cycler was found to be within tolerance. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was not confirmed and the cause has not been determined. The cycler was refurbished following the evaluation.